Event description:
The dealer states that the when the hub locks are engaged you can pull the chair backwards and it makes a clicking noise. The adjustable angle footplates are stripped and not holding in place. The dealer states the consumer pushes on them and he believes that's how they were broke. The unit has been in use 1-3 years, in a facility. There was no additional information.